Manufacturer narrative:
D10 concomitant product/s: sigtrsb60amt; sigtrsb60amt 60mm med thk reinforced rel. Lot #: n2k0596y. Sigpshell sig power sigpshell control shell lot #: unknown. Sigphandle sig power sigphandle handle serial #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic colectomy, when the tissue was clamped for the second firing in colon resection, a crack sound was heard. The device was released from the tissue, and its operation was checked in the abdominal cavity. The device stopped working in which the jaws of the stapler would not open. The adapter was removed from the handle and pulled out from the abdominal cavity. It was also noted that the stapler jaws were removed from the adapter with the jaws closed after the issue as there was difficulty removing the reload from the adapter. To resolve the issue, a new device was used. After the surgery, when the handle and adapter were reconnected, an adapter error occurred in which the adapter indicator was shown in yellow. There was no patient injury.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the adapter showed end of life. Functionally, the unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. A review of the system logs showed the adapter had a clamp test error however the main screen indicated that the strain gauge was still functional and in the appropriate range. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. It was reported that the jaws of the reload did not open at all, not involving tissue, the device was difficult to unload, and gave unexpected audible feedback of normal use. The reported issues were confirmed. The most likely cause was traced to non-device related factors. It was also reported that the screen displayed a yellow swim lane aligned with the adapter symbol. This indicates a general adapter error. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when the tissue was clamped for the second firing in colon resection, a crack sound was heard. The device was released from the tissue, and without clamping the tissue, a clamp test was performed in the abdominal cavity. However, the closed jaws became unable to be opened. The adapter was removed from the handle and pulled out from the patient's abdominal cavity. There was difficulty removing the reload from the adapter. Another handle, reload, adapter, and shell were used to resolve the issue. After the surgery, when the handle and adapter were reconnected, an adapter error occurred, and the adapter indicator was shown in yellow. There was no patient injury.